Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 23.7 mmol/l. The customer was not hospitalized. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they bleed a little when removing the set but there was no particular issue with the device. The customer stated that they will monitor the insulin pump for any issues.